Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: gel in the walls. Instrument alarmed and customer thought that there was gel also in sample. Samples were mixed 5 times after sampling and centrifuged 2000 g and 10min.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: gel in the walls. Instrument alarmed and customer thought that there was gel also in sample. Samples were mixed 5 times after sampling and centrifuged 2000 g and 10min.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, gel smearing, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.